Event description:
Contact in japan reported that a metal vbr cage which was inserted between l4-l5 for a pt with degenerative scoliosis had backed out two weeks after the surgery. Another surgery was performed to replace the cage with a titanium mesh implant. As surgical intervention occurred an MDR was filed to document this event.

Manufacturer narrative:
Images were not provided for analysis. The cause of the event cannot be determined. No conclusion can be made at this time based on the info provided. Implant loosening (migration) is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.